Manufacturer narrative:
Correction to d4 (catalog and UDI number).

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The customer's complaint that the thermogard hq console (sn (B)(6) displayed a mid:13 (bg adc) error was confirmed based on the event log review but not during the functional testing. The reported error was not reproduced during the testing, and the thermogard hq console functioned as intended. The event log review indicated multiple occurrences of mid:13; however, they were not reproduced during functional testing. The thermogard hq console passed the functional testing with no errors. During service, continuous tests were conducted, and the console performed as intended. Following service, the thermogard hq console passed the final functional tests without any issues.

Event description:
During the ivtm therapy, the thermogard hq console (sn (B)(6) displayed a mid:13 (bg adc) error. The treatment was continued using a replacement console. No consequences or impacts on the patient.